Event description:
On 06/21/2023 (B)(4), employee of intuvie, received a call from (B)(6), patient of (B)(6) center, who called in with an alarming system error. We powered the pump down and clamped the line. Thankfully it still registered the vtbi-68.2ml. (B)(4) explained that the pump can no longer be used as it is unreliable and will need to be replaced and to head on into her clinic. No further details given. On 6/21/2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.